Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the united states.

Event description:
It was reported that pt had hip replaced and initially received some relief. However, she has had increasing pain since 3 months after implantation. She elected to have revision done in light of recent news about the zimmer durom acetabular component. The device was removed from the market. There was clinical evidence of a failed durom acetabular cup, index total hip replacement. There was no gross loosening of acetabular cup, but upon removal, there was no evidence of bony ongrowth or ingrowth in the porous coated surface. There was relative ease of removal with use of a bone tamp only, suggesting microscopic loosening. Intraoperative gram stain was negative for significant white cell count, and negative organisms. The appearance of tissues did not suggest inflammation of infection.